Event description:
Information was received that a smiths medical level 1 hotline low flow system alarmed reservoir was empty, and some warning lights did not illuminate. No patient adverse effects reported.